Event description:
Clinical report stated the patient suffered a periprosthetic fracture.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the reported manufacturing lot number. The investigation could not verify or draw any conclusions about the root cause of the reported fracture. Based on the investigation findings, the need for corrective action is not indicated.